Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) did exhibit three consecutive beats with no capture. The patient was noted as asymptomatic. Lead measurements were all confirmed to be within normal limits. The patient had come in to the hospital after receiving an appropriate shock. The boston scientific local area sales representative was checking the device in the hospital which is when the loss of capture and missed beats were observed. A delay between the surface ECG and intracardiac egms had occurred and the rep could not locate any episode information at first, which was the result of the date and time having been set incorrectly in the programmer. The local area sales representative subsequently confirmed that this patient had complete heart block and exhibited the loc associated to the threshold test being performed at the same time the representative was performing the other testing. Ultimately, the device was confirmed to be operating normally, despite the initial data being different than expected.

Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. If new information were to become available, this report will be further evaluated and updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.